Event description:
It is reported that on (B)(6) 2025, the customer reported jerky gantry motions during a 3dimensions procedure. A field engineer examined the equipment and found loose hardware within the vertical travel assembly (vta) rotational gear. The field engineer attempted to replace the affected hardware; however, found that a new vta was needed. The field engineer replaced the vta, performed all associated calibrations and the equipment is functioning in accordance with manufacturer guidelines.

Manufacturer narrative:
An investigation was completed: on 12/19/2024, it was reported that the tubehead motion was jerky during the tomo sweep. The field engineer (fe) was dispatched to the customer site and found loose vertical travel assembly (vta) bolts. The fe cleaned and reseated the bolts. On (B)(6) 2025, the customer reported jerky motion again under a separate complaint. The fe was dispatched to the customer site and found the vta bolts loose. The fe was unable to replace the bolts as some of the bolt holes would not maintain torque. The fe replaced the vta to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was on the system for 1,448 days and was not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for (B)(6) was performed and one additional complaint related to loose vta bolts was found. On (B)(6) 2024, it was reported that the tubehead motion was jerky during the tomo sweep under an initial complaint. The field engineer (fe) was dispatched to the customer site and found loose vertical travel assembly (vta) bolts. The fe cleaned and reseated the bolts. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: 3dm-sys-std, serial number: (b)(60, manufacture date: 03-10-2021, system installation date: (B)(6) 2021 , unique device identifier: (B)(4).